Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an inappropriate atrial fibrillation (af) episode due to oversensing. Data analysis found the sensing was due to an incomplete telemetry connection which was resolved with the next telemetry session. No adverse patient effects were reported.